Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a leak in the distal shaft of the marathon catheter during the procedure. The patient was undergoing treatment for pre-arteriovenous malformation (avm) embolization. The access vessel was the middle cerebral artery (mca), which was 2mm in diameter. The patient's vessel tortuosity was moderate. It was reported that there were no abnormalities observed with the product during preparation. The catheter was delivered to the selective mca peripheral lesion region. After delivering the marathon to the target lesion region and performing a selective angiography, it was confirmed that the contrast agent had leaked out from about 8cm in front of the marathon tip. The marathon, was removed out of the body and prepared again; it was confirmed that the liquid leaked 8cm from the tip part of the marathon. The marathon was replaced, and nbca was injected into the target lesion region. The procedure was performed and completed safely. There was no residue in the body, and there were no adverse events such as unintended occlusion of normal blood vessels. The patient did not experience any health damage. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a guide post guiding catheter and a chikai 08 wire.

Manufacturer narrative:
H3: the marathon micro catheter was returned for analysis. No issues were found with the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured at ~7.2cm from the distal tip. The ruptured edges of the outer tubing exhibited stretching, thinning and jagged ¿lettuce edges¿. No other anomalies were observed. The marathon total, usable and the distal floppy lengths were measured to be within specifications. The marathon micro catheter was flushed, water exited from the catheter rupture. The marathon micro catheter was then tested with an in-house tapered mandrel. The in-house mandrel was inserted into the marathon hub and through the distal tip lumen with resistance at the catheter rupture. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the marathon micro catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur when the distal portion of the catheter is kinked, prolapsed, or occluded and there is an increased injection force against resistance. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Therefore, manufacturing has been ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.